Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 7.0-7.2cm from the connector pin, consistent with lead friction to the ICD can. Both ring electrode re sensing cables were separated and one ring electrode re-sensing cable was partially melted at this location. The inner coil was twisted and stretched, and five fillars were found to be fractured at 7.1cm from the connector pin. This fracture is consistent with the observation from the field of noise, oversensing, and inappropriate shock therapy.

Event description:
It was reported the patient presented in the emergency room after receiving hv therapies. Upon interrogation it was noted that oversensed lead noise resulted in inappropriately detected vf. Noise on both atrial and rv lead were noted and high impedance was also observed on the atrial lead. The leads were explanted and replaced. There were no complications during the procedure. The patient will continue to be monitored normally.